Event description:
The doctor reported a loosening tritatium cup after 2 year in vivo. Revision surgery is going to be planned. Dr. (B)(6) excludes infection, although they will perform (B)(6).

Manufacturer narrative:
Catalogue number unknown at this time, however it was reported as 500-03-xxx or 502-03-xxx (tritanium acetabular system).an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).